Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. Once the delivery system was removed from the pt, the capsule fell off. Blood was present at the attachment site. Additional information is being requested from the healthcare provider. The pt recovered without sequela.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (03-december-2007).